Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead moved and inappropriate shock was delivered. Additional information received from the field representative that the rv lead was repositioned. The rv lead remains in service. No adverse patient effects were reported.